Event description:
It was reported that the subject device had presence of water and "cold light extremity" during examination. There were no reports of patient harm.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.